Event description:
It was initially reported by the physician that the pt was experiencing painful stimulation at the generator site. Physician tried lowering the settings but it did not help. Physician then turned off the device and referred the pt to the surgeon to do x-rays and/or exploratory surgery. Physician had done a lead test and everything was working within normal limits. Diagnostics results were fine. No pt manipulation or trauma was reported. No medication or programming setting changes were made that could have contributed to the onset of event. Additional information received indicated that the pt had a full revision surgery and the reason for revision was due to finding of moisture within the lead. The surgeon saw this as a problem and decided to replace the entire device. Good faith attempts to obtain additional information have been unsuccessful. Explanted products were returned to manufacturer and are currently undergoing product analysis.